Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned to the manufacturer for evaluation. Therefore, the investigation is confirmed for the reported fracture, material discolored and dent in material. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f that are cleared in the us. The pro code for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f is identified in d2 . H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates the model 1806050j implantable ports allegedly experienced fracture, material discolored and dent in material. The report was received from a single source. This malfunction involved patient with no known impact to the patient. A male patient's age and weight was not provided.

Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned to the manufacturer for evaluation. Therefore, the investigation is identified for the alleged fracture . The definitive root cause could not be determined based upon available information. The device is labeled for single use. The catalog number identified has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f that are cleared in the us. The pro code for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicates the model 1806050j implantable ports allegedly experienced fracture. The report was received from a single source. This malfunction involved patient with no known impact to the patient. The device was used in a male patient; however, age and weight was not provided.